Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found mid- section and proximal stent damage. The stent struts in rows 1-2 and 17 of the proximal stent were lifted and pulled in a distal direction. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues with the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid- shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-may-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50 x 38 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 38 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.